Manufacturer narrative:
Updated: b5 describe event or problem; d4 model number, lot number, catalog number, unique, identifier (UDI) #; d6 implant date; h6 evaluation method codes, evaluation result codes, evaluation conclusion codes. A2: date of birth: born in 1958. D3: manufacturer address 1: chapman house, farnham bus park, g1: MFR site address 1: chapman house, farnham bus park, g1: MFR site zip/post code: gu9 8ql.

Event description:
Proactif clinical study. It was reported that the patient developed a persistent fever requiring hospitalization. Advanced, multicompartment dosimetry was performed to assess the treatment dose. Per-treatment tc-maa (technetium macroaggregated albumin) uptake by the perfused liver was 160 gy and perfused tumor was 190 gy. On (B)(6) 2023, the subject was enrolled into the proactif study and treatment with therasphere was performed on the same day. The therasphere infusion site was selective. The catheter was positioned in the accessory right hepatic artery (segments vi/vii): 3.2 gbq of therasphere was administered to the selective liver through vial 1. Post treatment dosimetry documented a strong uptake of the delivered dose to perfused liver, which was 151 gy and to the perfused tumor was 164 gy. On (B)(6) 2023, 1 day post index procedure, the subject developed persistent fever. On (B)(6) 2023, the subject was admitted to the hospital for further evaluation and treatment. Fever developed post chemotherapy and radioembolization. The subject was treated with concomitant medication. A CT scan revealed no sign of perforation and surinfection (secondary infection); blood culture was sterile. On (B)(6) 2023, the event was considered to be resolved. Hence, a decision was made to stop chemotherapy and no gemzar medication was administered. On (B)(6) 2023, the subject was noted to be feverless. On (B)(6)2023, the subject was discharged from the hospital.

Event description:
Proactif clinical study. It was reported that the patient developed a persistent fever requiring hospitalization. Advanced, multicompartment dosimetry was performed to assess the treatment dose. Per-treatment tc-maa (technetium macroaggregated albumin) uptake by the perfused liver was 160 gy and perfused tumor was 190 gy. On 08-march-2023, the subject was enrolled into the proactif study and treatment with therasphere was performed on the same day. The therasphere infusion site was selective. The catheter was positioned in the accessory right hepatic artery (segments vi/vii): 3.2 gbq of therasphere was administered to the selective liver through vial 1. Post treatment dosimetry documented a strong uptake of the delivered dose to perfused liver, which was 151 gy and to the perfused tumor was 164 gy. On (B)(6) 2023, 2 days post index procedure, the subject developed persistent fever. On (B)(6) 2023, the subject was admitted to the hospital for further evaluation and treatment. Fever developed post chemotherapy and radioembolization. The subject was treated with concomitant medication. A CT scan revealed no sign of perforation and surinfection (secondary infection); blood culture was sterile. On (B)(6) 2023, the event was considered to be resolved. Hence, a decision was made to stop chemotherapy and no gemzar medication was administered. On (B)(6) 2023, the subject was noted to be feverless. On (B)(6) 2023, the subject was discharged from the hospital.

Manufacturer narrative:
A2: date of birth: born in 1958. D3: manufacturer address 1: chapman house, farnham bus park. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.